Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for investigation. Ac power was applied to the generator and a normal boot sequence was observed. When functional testing was performed, all ports stayed at ambient temperature, confirming the reported event. Disassembly was performed and inspection of the internal components revealed a thermal event on the rf control board as multiple components were found to be charred. Based on the information provided to abbott and the investigation performed, root cause of the reported event citing inability to reach the desired temperature was successfully isolated to a damaged rf control board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.

Manufacturer narrative:
Corrected information: h6.